Event description:
New information noted that over sensing noise was observed. The physician will continue to monitor the lead.

Event description:
New information noted that the lead was capped and replaced on 10 oct 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited over sensing noise. Further information was requested however, was not provided.